Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty h.v. Module. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during functional testing at zoll technical service, the device had no pacer output. There was no patient involvement in the reported malfunction.